Event description:
A hemodynamically unstable pt was intubated in the ICU and received continuous renal replacement therapy on a prismaflex machine. Following a replacement bag change, the machine generated recurrent "replacement scale sensor" alarms. The treatment was terminated, without returning the blood in the filter set. As a result, the pt sustained a blood loss of approx 152 ml. The physician ordered a transfusion of two units of packed red blood cells. Treatment was resumed later the same day on another prismaflex machine with no further reported issues.

Manufacturer narrative:
A gambro technical service rep inspected the prismaflex machine. He could not duplicate the reported condition and found the prismaflex to be operating according to the MFR's spec. Gambro has found no evidence to suggest that any gambro product was defective or otherwise malfunctioned.